Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that an intellanav mifi open-irrigated catheter was selected for use during a radiofrequency ablation procedure. During device preparation, the side pipe at the water outlet was observed to be kinked, fractured, and twisted in a crisscross pattern. The procedure was completed with another of same device. No patient complications occurred, and the patient remained stable following the procedure.